Event description:
The pt was admitted for a procedure with 75% lesions in the proximal right coronary artery (rca) and in the proximal and mid left anterior descending (lad) branch. It was noted that a 3.5 x 23mm cypher stent was implanted in the rca to treat the lesion. Seven days later, a staged procedure was conducted to treat the proximal and mid lad. A 2.5 x 18mm cypher stent was implanted in the mid lad at 12atm, by direct stenting. Then, the proximal lad was pre-dilated and a 3.0 x 23mm cypher stent was implanted at 20atm. Nine months later, a follow-up coronary angiography (cag) was conducted and slight restenosis and a stent fracture were observed in the middle of the 2.5 x 18mm cypher that had been implanted in the mid lad. The stent was totally separated. However, because the stenosis was 29%, there was no add'l treatment conducted. There were no problems observed with the cyphers implanted in the proximal rca and lad. The physician commented that the cause of the stent fracture was due to hinge motion. No add'l info is available.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. The complaint stated the cypher stent previously implanted in the lad (left anterior descending artery) was fractured at the nine-month follow up examination. The pt was a male with medical history including angina pectoris and hypertension. The target lesion was lad in sites aha6 and aha7, described as 75% stenotic. To treat aha7, a cypher was implanted at via direct stenting and post-dilation was conducted. To treat aha6, pre-dilation was conducted and a cypher was implanted. The procedure was successfully completed. Follow up coronary angiography was conducted during the nine-month visit, restenosis and stent fracture were observed in the cypher at aha7. The stent was totally separated; however, because the stenosis was only 29% there was no add'l treatment conducted. There was no problem observed with the cypher implanted at aha6. The physician noted the stent fracture was due to hinge motion in the target vessel at the site of implantation. There was no sterile lot number available; therefore, no DHR could be performed. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Stent fractures have been observed in segments that undergo significant motion. In addition, there are biomechanical forces that can possibly lead to strut fatigue and fracture of the stents. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. Inspections are in place to prevent damaged products from leaving the facility an although a DHR review could not be conducted without a lot number, there is no indication from the info at hand that these events were design or mfg related.